Event description:
It was reported that the patients body was rejecting the implant. The patient underwent an explant procedure.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over a year ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19137301/19397775.